Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in slovenia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and initiated duopa therapy in (B)(6) 2013. On an unknown date the patient experienced inflammation around the peg insertion site. In (B)(6) 2020, the patient was treated with oral antibiotics, augmentin and lactamase beta inhibitor, for fourteen days.